Event description:
During the ptca the occlusion balloon deflated unexpectedly. The device was prepped per the IFU without any issues and the first graft went well. It was at the end of the procedure that the physician noticed that the balloon had deflated. There was no adverse effect to the pt.